Event description:
Left radial arterial line sutures were removed without difficulty. Upon removal of arterial line, the catheter was absent at the insertion hub location. Arterial catheter was retained in the patient radial artery.